Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was incorrectly reported for this investigation. No further information was provided. Based on the information submitted, following an undisclosed procedure, a 18f manta closure device was deployed for closure in the femoral artery. A post angiogram revealed access positioned below the bifurcation; and the area of closure was compromised. The instructions for use warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The procedure was completed with the 18f manta closure device. After three unsuccessful attempts at obtaining further information regarding this complaint. Due to insufficient information submitted, no device or angiograms received for investigative purposes, a root cause can not be determined.

Event description:
Per medwatch voluntary report: describe the event or problem: 18f manta vascular closure device used for femoral access closure. Post-procedure angio showed access below bifurcation. Flow beyond closure device but area of closure appears compromised.

Manufacturer narrative:
(B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.